Event description:
It was reported that catheter entrapment on guidewire occurred. A 4.5-4/4t/90 symmetry balloon catheter was selected for use. However, after a non-boston scientific guidewire was inserted into the guidewire lumen of the balloon, a resistance was felt at 40cm from the handle side. It was noted that the balloon catheter was stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a symmetry device was returned for analysis. This symmetry device is recommended for use with guidewire. The customer guidewire was not returned for analysis. During product analysis the investigator was able to load the device on to a boston scientific zipwire with no issues noted. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that catheter entrapment on guidewire occurred. A 4.5-4/4t/90 symmetry balloon catheter was selected for use. However, after a non-boston scientific guidewire was inserted into the guidewire lumen of the balloon, a resistance was felt at 40cm from the handle side. It was noted that the balloon catheter was stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.